Event description:
Unomedical reference number (B)(4). Event occurred in belgium. On (B)(6) 2023, it was reported that the patient's infusion set's tubing detached from the tubing while the patient was on holiday to finland. The site location was patient's abdomen. Moreover, the infusion had been used for one day. Reportedly, the infusions were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.